Event description:
This event was captured based on literature review. The article is a retrospective review of treated cerebral aneurysms with stent-assisted and non-stent-assisted endovascular therapies. 225 patient underwent treatment with stenting with various stents including the vision stent (abbott vascular). Complications included: stroke (n=12). Transient ischemic attack (n=21). Intraprocedural rupture (n=19). Dissection (n=9). Stent migration/displacement (n=4). Death (n=21). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as 30 days prior to date of publication. There was no reported product deficiency. Death is a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency. The additional adverse patient effects and device malfunction referenced are being filed under separate medwatch reports. Article, results of stent-assisted vs non-stent-assisted endovascular therapies in 489 cerebral aneurysms: single-center experience.